Manufacturer narrative:
H.6. Investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this incident and the findings. A review of the device history record was performed and no quality issues were found during production. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported while using bd insyte¿ autoguard¿ shielded IV catheter 22ga the needle did not properly retract and there was a shielding failure. There was no report of patient impact. The following information was provided by the initial reporter: reported issue per customer: I was just informed that we are having issues with the 22ga and 24ga. Autoguard insyte IV catheters (# 381423 and 381412). The nurses say they are dull and the needle is getting stuck in the catheter, sometimes the needle retracts before they are in the vein. We do cataract surgery here and use a lot of these catheters. When they fail it is traumatic for our older patients to get stuck several times. This needs to be corrected asap. The lot number of one that failed is 2305361.¿.

Manufacturer narrative:
The following fields were updated due to additional information: b.5. It was reported while using bd insyte¿ autoguard¿ shielded IV catheter 22ga the needle did not properly retract and there was a shielding failure. There was no report of patient impact. The following information was provided by the initial reporter: reported issue per customer: I was just informed that we are having issues with the 22ga and 24ga autoguard insyte IV catheters (# 381423 and 381412). The nurses say they are dull and the needle is getting stuck in the catheter, sometimes the needle retracts before they are in the vein. We do cataract surgery here and use a lot of these catheters. When they fail it is traumatic for our older patients to get stuck several times. This needs to be corrected asap. The lot number of one that failed is 2305361.¿

Event description:
It was reported while using bd insyte¿ autoguard¿ shielded IV catheter 22ga the needle did not properly retract and there was a shielding failure. There was no report of patient impact. The following information was provided by the initial reporter: reported issue per customer: I was just informed that we are having issues with the 22ga and 24ga autoguard insyte IV catheters (# 381423 and 381412). The nurses say they are dull and the needle is getting stuck in the catheter, sometimes the needle retracts before they are in the vein. We do cataract surgery here and use a lot of these catheters. When they fail it is traumatic for our older patients to get stuck several times. This needs to be corrected asap. The lot number of one that failed is 2305361.¿

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insyte¿ autoguard¿ shielded IV catheter 22ga the needle pierced the catheter. There was no report of patient impact. The following information was provided by the initial reporter: reported issue per customer: I was just informed that we are having issues with the 22ga and 24ga. Autoguard insyte IV catheters (# 381423 and 381412). The nurses say they are dull and the needle is getting stuck in the catheter, sometimes the needle retracts before they are in the vein. We do cataract surgery here and use a lot of these catheters. When they fail it is traumatic for our older patients to get stuck several times. This needs to be corrected asap. The lot number of one that failed is 2305361.